Event description:
Recently implanted heartmate 3 left ventricular assist device (lvad) presents with melena and anemia in the setting of international normalized ratio (inr) 1.2, partial thromboplastin time 46 on heparin, and hgb decreased to 7.1. Two units of transfused blood were required. Endoscopic evaluation included egd and flex sigmoidoscopy which failed to reveal bleeding source, although melena was observed in the flex sigmoid. Hemoglobin stabilized enough to allow heparin to be resumed 7 days later; aspirin 81 mg continued.